Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging throat infection. The patient was given steroid shot and antibiotics. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged visualization of particles. There was no report of serious or permanent harm or injury. Additional information was received and added to the report. The device was returned to the product investigation laboratory on 05/10/2023 for further evaluation. The device was evaluated on 09/12/2023. The device was returned to the product investigation laboratory for further evaluation. The device was evaluated. The internal and external aspect of the device was inspected. The manufacturer observed the following from an external and internal inspection. Unknown white and black contamination (dust-like) along with tiny hairs/fibers, inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Light dust-like contamination on top of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box. Unknown contamination and hairs/fibers in the bottom of the enclosure. Potential mineral deposit spots on the bottom of the blower motor, indicating possible water ingress. Tiny unknown black (inconsistent with degraded sound abatement foam), brown and white specks of contamination on the bottom the blower box. Also, a few tiny pieces of potential hair or fiber in the bottom of the blower box. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused throat infection. The patient was given steroid shot and antibiotics. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.